Event description:
It was reported to target that during a neuroradiology procedure, while the microcatheter was used to perform a glue embolization, a tear was detected in the catheter. This event did not cause any complication to the pt. Pt did not present any neurological deficit and was reported asymptomaitc after the procedure. The physician knows glue is not an indication of this device and that there are warnings in the directions for use against this technique.